Manufacturer narrative:
Analysis of the log files reveals that the reported issue is due to application of high oxygen inlet pressure while the machine was switched-off. Therefore, root cause has been traced to user fault or rough handling of the device.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. 81 other - suspecting the end user connected the high pressure before turning on the unit. Have to check the availability of the o2 hose connector on the inspiratory block. In case, it is not available, then the entire block needs replacement.

Event description:
The customer reported while using bellavista 1000, that high pressure 02 hose snatched out from the connector leading to an internal leak on the 02 supply tube. There is no patient involvement associated with the event.